Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : devie not returned.

Event description:
It was reported during use of the ancoris the patient would develop "red marks/bruises, and [user was not] sure if it is from incorrect application (pressing on it once it¿s already on the face) or from lying on it overnight and causing a pressure injury." Treatment entailed cleansing site with vasche wound cleanser and aquaphor applied to promote moist wound healing. Additional information received 06-may-2024 stating the pateint is "stable on ventricular assistive device (vad). Up and in chair, rehabilitating waiting for transplant." The device was removed (B)(6) 2024.